Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and repair details were requested from this customer, but no response received.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported .

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer adding a second dep during treatments, uncapping any pressure port in the mask during the treatment, increasing the epap during the treatment, or possibly increasing the ipap during the treatment.